Event description:
A pt underwent a 2 level lumbar minimally invasive fusion in 2006. Post-operatively the pt began experiencing leg pain. The pt was eval'd and the surgeon determined that 1 of the pedicle screws was implanted too medial on the right side of the construct. The surgeon took the pt back to the or the next day, and removed the screw involved without reimplanting a screw at that level.